Manufacturer narrative:
Testing and investigation found the device door roller and door roller pin were broken. As indicated, the device has been identified as part of a product recall. This report represents all the info know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a report that during setup prior to pt use, it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.